Event description:
It was reported that an asymptomatic patient presented in clinic for follow up and found the device was post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. Programming changes were made. No further information is available.

Manufacturer narrative:
(B)(6).